Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
A convatec employee was attempting to deflate on fms balloon and had difficulty removing the air, also noting pressure. The employee went on to state the syringe did not connect completely to the luer connector of the inflation port.